Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2024. Investigation summary: bd had received one sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for additive abnormality was observed. Edta clumps were present in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one bd vacutainer® k2e (edta) 7.2mg plus blood collection tube had an additive abnormality. There was no report of patient impact.

Event description:
It was reported that one bd vacutainer® k2e (edta) 7.2mg plus blood collection tube had an additive abnormality. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd vacutainer® k2e (edta) 7.2mg plus blood collection tube had an additive abnormality. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Edta clumps were present in the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.